Event description:
It was reported patient presented remotely via merlin.net. Remote interrogations showed that the patient's right ventricular (rv) lead exhibited lead noise which led to oversensing. No intervention was performed. Patient had no consequences.